Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited instances of noise. Suspecting insulation damage, the physician elected to explant the rv lead and associated device. The patient was later reimplanted with a subcutaneous defibrillator. The lead was not retained by the facility and as such is not available for return. No adverse patient effects were reported.